Event description:
It was reported that an emergency hard key available error message occurred during startup of the programmer. It was also reported that the boot time is long, but would function normally once it booted up. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event during analysis, however the error was found in the logs. It was confirmed that the boot time was long. (B)(4).